Manufacturer narrative:
E.1. Initial reporter facility: (B)(6). A review of the complaint history for (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for (B)(6) was performed from the date of manufacture, 21-may-2021 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the station was stuck on the initializing peripherals, so the user was unable to login. A technical support specialist connected to station via remote support service (rss) and observed that the unit was stuck at initializing peripherals, with the login screen not appearing, attempted to log in but was unsuccessful, rebooted the machine, and upon restart, confirmed that the login screen was accessible, additionally, connected to machines sm2e2 and smedu2 to verify the issue was isolated to sm2e1. Contacted the customer and confirmed that the issue had been resolved. The system functioned as intended after the technical support specialist troubleshot the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es, user unable to login and station was stuck on initializing peripherals. There were no adverse events or injuries reported based on this event.